Event description:
It was reported that there was a telemetry failure while interrogating the pump. Contact was lost with the telemetry head and a pump memory error occurred. The difficulty occurred while changing a newly implanted pump from shelf state to run state. There was an invalid telemetry message. The pump was interrogated again and this is when the pump memory error message occurred along with a pump stopped message. The logs were read and they showed a motor stall occurred (B)(6) 2005, tube set occurred (B)(6) 2005, and a motor stall recovery occurred (B)(6) 2005. The pump was then updated.

Manufacturer narrative:
Product ID: neu_unknown_prog, serial# unknown, product type: programmer, product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(6). (B)(4).